Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No product has been returned. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2015 due to metallosis. During the procedure, the modular head and acetabular cup were replaced.